Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were changing the batteries and the insulin pump was not turning on. Customer stated that they had a blank display and it did not return. Through troubleshooting and replacing the battery the display did return. Self test was performed and passed. Customer also mentioned receiving a battery out limit alarm due to the batteries being out of the insulin pump greater than the duration allowed. Customer's blood glucose reading at the time of the call was 110 mg/dl. No further information reported.